Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not baseline) was due to the monitor's electrode belt connector being broken free from the monitor enclosure, damaging the black wire within the connector. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to baseline.